Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue. Both high resolution stereo viewer (hrsv) needed to be replaced; however, one hrsv was not working so another hrsv was required. The system was tested and verified as ready for use. The first hrsv has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issue was found that would relate to the complaint. The unit was then installed onto the golden system. Upon powering up the system, there is no image on the hrsv it was completely black. Fa successfully replicated the complaint. The second hrsv has been evaluated by the fa. Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issue was found that would relate to the complaint. The unit was installed onto the golden system where the unit functioned as expected (clear image displayed). The system ran through 10 power cycles, and no related errors/faults were triggered. The unit was found to be fully functional. The third hrsv has been evaluated by the fa. Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issue was found that would relate to the complaint. The unit was installed onto the golden system where the unit functioned as expected (clear image displayed). The system ran through 10 power cycles, and no related errors/faults were triggered. The unit was found to be fully functional.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that the system was initially stuck in self testing. It was discovered that one of the arms was not free to move. After the arm was clutched, the system finished homing, but a black screen was observed on one of the eyes of the surgeon side console (ssc). The user switched to the other ssc to continue with the procedure as planned. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
While a definitive root-cause cannot be established since the reported complaint was not replicated during in-house testing, a potential root cause for this failure can be attributed to an electrical fault of a component or module within the display of the affected high resolution stereo viewers (hrsv).

Event description:
Refer to h11 for follow-up information.